Manufacturer narrative:
(B)(4): it was reported the patient was recovered (previously unknown) from this peritonitis event.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as patient performing therapy in an unclean area. The patient was hospitalized for the peritonitis. The patient was treated with injection of zasobaki 1.5 grams, once a day and injection netilmac 50 milligrams, once and a day for 14 days for peritonitis. It was unknown if the patient recovered from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.